Manufacturer narrative:
D1. Brand name updated d4. Model number updated d4. Catalog number updated.

Event description:
It was reported that device difficult to removed. During the procedure, it was noted that the 325cm rotablator rotational rotawire was difficult to be removed. There was no damage observed on the rotawire. The procedure was completed with another of the same device. No complications reported and the patient's condition post procedure was good.

Event description:
It was reported that device difficult to removed. During the procedure, it was noted that the 325cm rotablator rotational rotawire was difficult to be removed. There was no damage observed on the rotawire. The procedure was completed with another of the same device. No complications reported and the patient's condition post procedure was good.